Event description:
Patient presented to physician with exposed stimulation lead at the ipg incision site. Physician determined that a rare skin condition called ichthyosis was the cause of the wound dehiscence. Patient developed an infection and the inspire system was surgically removed on (B)(6) 2021.